Event description:
On (B)(6)/2009, the patient reported he received an e4 (occlusion error) on his insulin device during basal delivery. He said his insulin cartridge volume was low, so he changed the cartridge, infusion headset and tubing. He primed the tubing but received an e4. He attached a new tubing from the same box and again received an e4. During troubleshooting, he attached another new tubing from the same box, but again received the occlusion error. He then attached a tubing from a new box of a different type of infusion set with a different lot number and was able to successfully prime without error. He successfully reconnected to his infusion device. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.